Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. Plunger underride was observed on the returned photo. Photo provided shows an activated company preload device (nozzle only). The plunger appears to be advanced to the depth guard and appears to be advanced under the iol. The iol appears to be advanced into nozzle entry. We are unable to determine the root cause for the reported complaint "iol was folded incorrectly". The product was not returned for analysis. Plunger underride was observed on the returned photo. Plunger underride may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ophthalmic viscosurgical device (ovd) may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, during activation of the device it was noted that the lens was folded incorrectly. Another lens was implanted for the patient. No harm was caused to the patient. The patient was discharged in satisfactory condition. Additional information has been requested and received stating that the procedure was completed on the same day using another lens.